Manufacturer narrative:
(B)(4) - zipper damage. Eval: results - eval for the returned product shows that the window side left zipper slider body is open. Note: posey instructions for use warnings: always use the zipper pull-tabs when opening or closing the zippers. Never try to rip a panel open as this may damage the access panel or the zipper slider by bending it open. Manufacturer references file# (B)(4).

Event description:
Customer reported that during set-up there's zipper damage on the canopy side panel. The teeth do not connect when the zipper is closed. There was no pt contact reported.